Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer called tandem's technical support for assistance with determining if the customer had accidentally over-delivered insulin. Reportedly, the customer was able to successfully deliver a bolus of 2.67 units; however, was unsure if the customer had received any insulin from a previous bolus that had been initiated. Review of the pump data by tandem's technical support showed that 1.53 units of a previous 2.67 unit bolus request had been delivered by the user. Then, the customer delivered a full bolus of 2.67 units successfully, which indicated that the customer had over-delivered by 1.53 units. The customer stated that at the time of the call, blood glucose (bg) level was within target range but has orange juice available if bg levels fall below target range. Additionally, several hours later, the customer called back to confirm that bg level was still within target range.